Event description:
It was reported by the rep that during a lap chole procedure, the device fired three clips successfully and then fired two crossing clips. Another device was used to complete the procedure. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.